Manufacturer narrative:
A vyaire 3rd party field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit was found turbine to be leaking. Fsr replaced turbine manifold then the problem was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator oxygen reading was 90% when set at 100% and the turbine was found to be leaking. The reporter confirmed that there is no patient involvement associated on this event.